Event description:
A peritoneal dialysis patient called fresenius technical support regarding and m01-17 system error in setup. The patient wanted to know how to clear the alarm. The patient stated he has 7 cassettes left and his next order is coming the (B)(6). The patient wanted to know what to do because he will be running out of supplies. The patient places both bag on the heater tray because the cycler gives the message "not enough supply bags for total treatment" just about every night. Technical support helped the patient to check the load cell in diagnostics. The load cell reading is 702 which is within range. During setup the cycler gave the message not enough supply bags for total treatment message again. The patient stated he is using two 5 liter bags from the treatment and has a total volume of 8900 mls, last bag option = no. The patient worked with the bags and was able to clear the message. Technical support replaced the cycler for patient confidence. During a follow up call on (B)(6) 2012 it was learned the patient had peritonitis as a result of improper techniques. (B)(6) 2012: patient developed cloudy effluent and abdominal pain. Pd effluent labs showed wbc 5552, poly morph 82, and organism staphylococcus aureus. Patient was started on intraperitoneal (ip) antibiotics. Per pd nurse nancy, patient had no fluid leaks or problems with other products. The peritonitis event was attributed to touch contamination and technique issues. Patient left furnace on while performing treatments.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed n physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for the reported symptoms for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break int he sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis.